Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive, with tactile changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the up button was torn. The contrast and the up buttons were inoperable. Contamination was found underneath all of the button contacts. Unrelated to the keypad, the battery compartment was cracked. The audio bolus button was inoperable. There was no evidence of physical damage to the audio bolus button.